Event description:
The activation screw on the distractor broke. Patient was returned to surgery for replacement.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.